Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy and posterior repair; due to enterocele, cystocele, rectocele, mixed urinary incontinence, sui, menometrorrhagia and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and bleeding. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/05/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent laparoscopy with translaparoscopic lysis of adhesions between the rectosigmoid, left pelvic sidewall between the mesentery, vaginal cuff with bilateral salpingo-oophorectomy and cystoscopy due to prophylactic oophorectomy secondary to previous breast cancer on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.